Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during impella 5.5 support, the patient experienced ventricular tachycardia (vt) that required defibrillation. On (B)(6) 2025 it was noted that the patient experienced additional episodes of non-sustained. The following day, the family decided to withdraw care from the patient. Care was withdrawn, and the patient expired.

Manufacturer narrative:
Although the patient's presenting condition may be more likely have impacted the event the impella cannot be excluded as a possible contributing factor in the patient's demise. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B.2 added selection as it was inadvertently omitted from the initial report that was submitted. D.4 model was added as it was inadvertently omitted from the initial report that was submitted. Revised primary UDI number as it was previously entered incorrectly on the initial report that was submitted. E.1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. H.6 added health effect - impact code as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. The pump was not returned for investigation. The root cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details. The device history review was completed and the pump passed all post sterile inspection checks.